Event description:
The nurse at (B)(4) hospital has reported to the sales representative that they have found blood on the instrument after washing. They have told the sale representative that they have disassembled the pin from the acetabulum part.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.